Manufacturer narrative:
The local factory service representative provided the facility with a new replacement therapy cable.

Event description:
The device was connected to a patient described in full arrest. An attempt was made to analyze the patient rhythm. Reportedly, the device prompted 'attach cable' and analysis could not be initiated. The crew recognized a pin was broken off the therapy cable used with the device. Although it is not clear, a backup device or therapy cable was made available and used. The patient was determined to be in pulseless electrical activity. The patient was not resuscitated. The reporter indicated patient outcome was not affected by the use, as the patient was not a candidate for defibrillation therapy.